Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1927bcf-45, corkscrew®, batch 15327656, was received for investigation. Visual inspection noted that the anchor was damaged and the tip was warped. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse due to due to improper bone preparation; misaligned insertion or prying/leveraging the screw during insertion. Per dfu-0087-eo revision 4: c. Contraindications. 1. Insufficient quantity or quality of bone. 2. Blood supply limitations and previous infections, which may retard healing. 3. Foreign body sensitivity. Where material sensitivity is suspected, appropriate tests should be made, and sensitivity ruled out prior to implantation. 7. The use of this device may not be suitable for patients with insufficient or immature bone. The physician should carefully assess bone quality before performing orthopedic surgery on patients who are skeletally immature. Refer to investigation photos the complaint allegation is confirmed.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during a left rotator cuff repair surgery on (B)(6) 2025. The procedure was successfully completed by using a new ar-1927bcf-45. No fragments were left in the patient. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.